Event description:
At beginning of laparoscopic cholecystectomy a 10 mm sheath and trocar were placed into abdominal cavity - on removing trocar, immediate return of arterial blood - procedure converted from laparoscopic to open for repair of aortic injury.